Event description:
It was reported that t:slim x2 pump battery did not charge even though caller used tandem charging cable and wall adapter, and no power source alert appeared in pump history. There was no adverse impact to the customer¿s blood glucose level. Customer confirmed the pump began charging after leaving the wall adapter plugged into a working outlet for 30 consecutive minutes using the original charging supplies. Battery charging issue did not lead to a pump shutdown. Pump began charging. No further assistance required.